Event description:
It was reported that the guidewire broke off during procedure and the broken segment was successfully retrieved along with the entire system.no patient injury reported.

Manufacturer narrative:
The guidewire was returned with the corewire in two broken segments. Analysis of the break point showed the failure of the corewire occurred due to torsional and tensile overload. (B)(4)